Event description:
Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: wear abrasion, crease fold, opening and device appearance (air cavities are observed but it is not considered a defect due to the non-textured part located). Leak test was performed and found opening on posterior. A microscopic analysis was performed which identify crease smooth in the posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a crease smooth in the posterior side due to a fold flaw opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient professional reported left side deflation. Device remains implanted.